Event description:
It was reported that the customer's pump screen was dark and would not turn on. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer managed high blood glucose by administering a correction injection via manual injection. Technical support instructed the customer through several troubleshooting steps, which eventually led to the pump screen turning on after a reset procedure. The customer acknowledged that the pump had shut down due to not charging the battery. Technical support provided additional battery management tips and guidance on resetting the pump and restarting other device features, which the customer understood and acknowledged.